Manufacturer narrative:
(B)(4).as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this coronary sinus left ventricular (lv) lead was connected to a dual chamber pacemaker. It was determined that this device was not used as intended. Additional information was received indicating that this product was part of a system revision due to infection. Moreover, the patient had a possible endocarditis and (B)(6) infection. This lv lead was explanted. No additional adverse patient effects were reported. This system was out of service.